Manufacturer narrative:
(B)(4). Advancer.

Event description:
It was reported that during a general surgery the device would not fire. There was little information provided. They completed the procedure with a new like device. There was no patient consequence reported.